Manufacturer narrative:
Additional information: d9, h3, h6, h11: the device was received for evaluation. During functional testing, the reported problem "volume test fail" was not reproduced. Evaluation sent the device to flowline for flow rate accuracy testing with a flow rate of 40ml/hr and volume to be infused of 40ml the test resulted in 40.104ml which is an error percentage of 0.26%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volume test in the biomed service department. There was no patient involvement. No additional information is available.